Manufacturer narrative:
A review of the manufacturing records for this reported device did not reveal any discrepancies relevant to this reported event.

Event description:
This procedure was performed in (B)(6). The nanocross pta dilatation catheter was not unable to deflate during the procedure. Consequently, the pta catheter was unable to be removed from the posterior tibial artery. The operator proceeded to puncture the balloon from outside by the needle. Once this was completed, the balloon was removed. No injury to patient reported.